Manufacturer narrative:
(B)(4). Per additional information obtained from the customer, the sample is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of "leak" could not be confirmed. Additional narrative: a batch review has been performed and there were no non-conformances related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 2 device that a leak was observed on top of the device before use. There was no patient involvement. No additional information is available. This is report 1 of 2 with the same reported problem from this facility.